Event description:
In 03/2002 received e-mail from facility with a report attached stating that 'the intensive care unit of hosp is alleging that when pts are on the unit more than two weeks they get an eruption'. The report also states 'that the specialist for skin feels this is due to heat'. They also allege that if pts are moved into another bed the eruption disappears within one day'. Another statement read 'as the intensive care unit started to use the blue multicover for therapy mattresses on top of the tc air mattress.